Event description:
User facility reported: injector head detached from unit (empower CT injector system). Both the articulating arm and j-arm broke and fell on an employee who was injured.

Manufacturer narrative:
The articulating arm and j-arm were returned to acist on september 25, 2009. Investigation determined that as the empower CT injector or the lower end of the j-arm were manually moved during normal and acceptable usage, the joint holding the connecting insert to the j-arm tubing became loose. This caused the j-arm and injector head to fall. When this occurred, the technician caught the injector head and j-arm assembly. The technician experienced muscle spasms immediately after the event but experienced no symptoms the following day. There is no report of the technician seeking medical care as a result of this event.